Event description:
It was reported that bd max¿ system, bd max¿ instrument there has been a increase in positives and inconsistency in results. The following information was provided by the initial reporter: customer reported inconsistent result for the bd max testing we are questioning potential false positive results on the gbs assay. We have an almost 50% positivity rate with a high incidence of discrepant results between our max instrument, culture, revogene and another max instrument at a different hospital.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "discrepant results". Customer reported that they are having an issue with inconsistent results while running the gbs assay. Customer confirms that environmental monitoring does not indicate environmental contamination. The customer database was provided to bd for further analysis. Customer data shows curves that are indicative of true amplification. No instrument issue was identified by bd quality. This complaint is unconfirmed as there was no functional issue identified with the instrument. The root cause of the issue cannot be determined through this investigation. Returned samples analysis included review of the customer database by bd quality, which did not reveal any instrument issues. Review of device history record (DHR) for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and one additional work order was observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument there has been a increase in positives and inconsistency in results. The following information was provided by the initial reporter: customer reported inconsistent result for the bd max testing we are questioning potential false positive results on the gbs assay. We have an almost 50% positivity rate with a high incidence of discrepant results between our max instrument, culture, revogene and another max instrument at a different hospital.

Manufacturer narrative:
PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.